Event description:
(Brush head) popped off in mouth...felt something loose and one of the 2 brushes was in mouth - oral-b [device breakage] case narrative: consumer via phone stated that the oral-b dual clean toothbrush heads popped off in their mouth. They were brushing their teeth and they felt something loose, which was one of the oral-b toothbrush heads in their mouth. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.